Event description:
As reported: "the details are unknown, the primary surgery for artificial shoulder joint replacement was performed at another hospital about 6 years ago. About 2 years ago, the periprosthetic shoulder joint fracture around the artificial shoulder joint was occurred and performed the plating surgery. After plating surgery, the surgery for removing the plate and screws was performed due to infection. On (B)(6) 2024, the surgery for removing artificial shoulder joint was performed due to the infection around the stem."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.